Event description:
Caller reported an occlusion alarm. Blood glucose levels did not exceed 500 mg/dl, indicating no critical adverse impact. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin,